Event description:
It was reported that caller experienced alarm 2 followed by alarm 26 related to occlusion events, and issue occurred on (B)(6) 2026 while using humlag insulin. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge and then resuming insulin delivery, and technical support determined that no additional assistance was necessary and closed case.